Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/08/2024 it was reported by an arthrex subsidiary employee via email that an ar-4501 meniscal cinch ii second button got stuck and would not deploy the second anchor. The case was completed using another meniscal cinch ii. This was discovered during a knee arthroscopy procedure on (B)(6) 2024. Additional information received on 5/22/2024: the first anchor was removed from inside the patient. Additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0156-eo g-precautions - 4. Particular attention should be paid to excessive manually applied forces when deploying the device to avoid over-deployment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being applied upon insertion.